Event description:
(B)(4). Three weeks after essure implantation I started to suffer from depression and anxiety. In (B)(6) I attempted suicide and was put under the care of a psychiatrist and therapist. I suffered from extreme fatigue and depression angry outbursts. I've gained (B)(6) in just 4 months with no known explanation. I have had 3 hospitalizations due to severe abdominal pain and pressure with no explanation. I suffer from painful sex and stabbing pain in the left side. I have suffered severe hair loss, dry skin and constant rash and hives monthly since implantation.